Event description:
It was reported that erroneous results were observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: 1. Were erroneous results observed on patient samples? Yes. 2. Whether carryover happened on patient samples? No. 3. Was there any contamination that involves patient sample? No. The customer reported they did a monthly clean, laser set up and the cst passed. But the patient samples give unexpected results.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: reporting office: becton dickinson and company bd biosciences reporting office contact: (B)(6). Manufacturing office contact: (B)(6). H.6: based on the investigation results, the reported issue for the patient samples showing unexpected results was confirmed. Investigation results that were performed on the indicated failure mode were the following: the potential cause for the samples to show unexpected results was due to clogging or obstruction in the fluidic lines but was cleared after several cleaning cycles. This resolved the issue and the instrument is running as expected. DHR was reviewed to ensure that the instrument met manufacturing specifications prior to release. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that erroneous results were observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: 1. Were erroneous results observed on patient samples? Yes. 2. Whether carryover happened on patient samples? No. 3. Was there any contamination that involves patient sample? No. The customer reported they did a monthly clean, laser set up and the cst passed. But the patient samples give unexpected results.